Event description:
The customer's daughter called and alleges the customer's back to back bg results were 43 and 210 mg/dl. The customer took insulin based upon an earlier bg result of 255 mg/dl and that value per her sliding scale and 4.5 hours later became hypoglycemic with a bg result of 43 mg/dl. The patient may have overdosed her insulin dose based upon the meter result of 255 mg/dl. Controls were not run. Return requested and replacement was sent.